Event description:
Dealer states he has not gone to see the chair yet but that its stuck in recline.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.